Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the identified photos: the photo shows two devices without identification to which side each one belongs, apparently both devices have an opening because there is no fluid inside the shell but cannot be confirmed due to photo quality. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported unknown side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.